Event description:
It was reported that during a lap colon resection procedure, part way into the case, an error tone was given by the gen and error code 5 was displayed on the screen. The instrument was removed from the pt and checked for obvious damage. There was none.they retorqued the instrument and tested it. The error code was again displayed. At this point the shear was changed and all was fine for the rest of the case. No pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that when attempting to activate the device on the generator, it gave an error code 5. Visual examination found an area of the blade that was discolored due to heat generated from contact between the balde and tissue pad. Further analysis found a cracking propagating from the heat-affected area of the blade. This failure is caused due to activation of the device while clamped without tissue being present. For this reason the following statements were included in the instrument for use: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument."